Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a pinhole which resulted in a water/air leak. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign body in balloon groove. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; insufficient angle, switch 2 rubber flaw, scratches on the switch 4 rubber, lighting lens, and objective lens, c-phone tie stain, the rubber adhesion part of the curved rubber was lifted, cracked curved rubber adhesion part, image guide snake pipe flaw, and the lock on angle up/down side was not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, whether there was any delay in the start of the precleaning, and whether the customer wiped/brushed the distal end with clean lint free clothes, brushes, or sponges.